Event description:
Pt reported that 1 of her pen needles was dull. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: osteoporosis.